Event description:
Edwards received notification from a field clinical specialist that a patient with a 26mm sapien 3 ultra resilia valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 1 year and 6 months due to stenosis. The patient was symptomatic with fatigue, shortness of breath, and heart failure symptoms. A 23mm s3ur valve was implanted with plus 2cc successfully. The patient was stable post procedure and was discharged. Per the medical records, tte showed prosthetic av stenosis, mean gradient 43mmhg, leaflets appear thickened with reduced mobility, dimensionless index 0.3. There is no central aortic regurgitation.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b1, b5, b7, and h6. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints of leaflet thickened/halt, leaflet motion restricted-in patient, and stenosis were confirmed based on the provided medical records. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''a patient with a 26mm sapien 3 ultra resilia valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 1 year and 6 months due to stenosis...per the medical records, tte showed prosthetic av stenosis, mean gradient 43mmhg, leaflets appear thickened with reduced mobility, dimensionless index 0.3.'' For the complaint of leaflet thickened/halt, halt may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Due to limited information provided, a definitive root cause is unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative actions are required. For the complaint of leaflet motion restricted, since the leaflet was thickened, it could affect the function/suboptimal coaptation of leaflets resulting in leaflet motion restriction. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative actions are required. For the complaint of stenosis, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could reduce the eoa (effective orifice area), resulting in stenosis. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 26mm sapien 3 ultra resilia valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 1 year and 6 months due to stenosis. The patient was symptomatic with fatigue, shortness of breath, and heart failure symptoms. A 23mm s3ur valve was implanted with plus 2cc successfully. The patient was stable post procedure and was discharged.